Event description:
The patient developed cerebral hemorrhage in 2003, and underwent the peg due to dysphagy as sequela of the cerebral hemorrhage at a hospital, where the device was first placed 4 months earlier. Approximately 100 days after placement, the catheter came out spontaneously due to the closure of the malecot. The physician advises the catheter was flushed after each drug administration. Minor swelling was observed on the catheter shaft, approximately 7cm from the tip. The patient underwent the second peg.